Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately one year ago. At the index procedure, the first stent graft was deployed covering the lsa. Post implant, there was a proximal type I endoleak. A second stent graft was implanted proximally; however, a distal type I endoleak was noted. No further intervention was performed. Approximately two months ago, the patient presented at the hospital and a CT scan was performed and showed a ruptured aneurysm. It was confirmed that during the patient's follow-up appointments, there was aneurysm expansion seen every 3 months. The patient also had low blood pressure of 70hg. The decision was made to perform open surgical repair and the stent graft was found to have migrated to the brachiocephalic artery. A synthetic graft was sutured to the talent stent graft and the aneurysm wall. Additionally, the patient was treated for an abdominal aortic aneurysm with endurant stent grafts on an unknown date. No additional clinical sequelae were reported.

Event description:
Additional information was received as follows: it was reported that the patient experienced hemoptysis and there was enlargement of the aneurysm and the patient continues to be hospitalized. The physician commented that the hemoptysis seemed to be coming from the anastomosis site of the synthetic vessel and talent stent graft. The patient has been psychiatrically hospitalized due to schizophrenia. After the hemoptysis the patient has been in a lull. No further information was provided. Review of returned films 18 months post-implant revealed that the stent grafts were implanted from the brachiocephalic, extending distally into the mid-thoracic aorta. The great vessels had been bypassed. There was a taa which measured approximately 9cm maximum diameter. No endoleak could be confirmed. An endurant stent graft system was also seen implanted in the infra-renal aorta; the maximum diameter aaa was 4.5cm. Images from 2-years post-implant showed that the stent graft was in the approximate same position as the earlier study. The maximum diameter taa was approximately 10 cm, and no contrast was seen within the taa. No stent graft issues were seen. There was also no obvious communication (fistula) observed between the esophagus and the thoracic aorta or stent grafts. The cause of the taa expansion and hemoptysis could not be determined from these images.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, stent graft migration, aneurysm rupture, arterial occlusion). Lack of information (unknown cause of event). Evaluation conclusion: lack of information (unknown cause of event).